Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer and a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had trouble ever since implant. Thy are still tender around the implant site and stated that around their rectum area it feels like they have something stuck up their rectum. They clarified that it feels like a corn cob is stuck up their butt. The patient said that they do not know if the sensation was the feeling of stimulation. The patient stated that it had gotten worse over the past few days and now they are having lower back pain on the right side of their body. Last night they had pain going down their right leg when they were sleeping. They described the feeling as an aching feeling down their leg. They reported that when they are standing up and doing thing they won't be uncomfortable, but if they sit down for any length of time they will fell pain and it is really painful. They said that this is affecting their whole outlook at life. Patient services reviewed stimulation considerations/expectations and the patent stated that they are not feeling stimulation in the bike seat area. They have been peeing on herself. They saw their hcp once and the hcp increased stim, but that did not resolve the issue. The hcp instructed them to increase stim just one notch, but it is still not managing their symptoms. They stated that they were on p4 at 2.0v. Patient services reviewed information to see if that helps with the discomfort. Patient stated that they wanted to increase stim to help with urinating symptoms. When they increased stim on the call they stated that stim increased to 2.6v on its own and the patient decreased stim to 2.4v. When stim increase to 2.6v they felt like a jolt and stated that it was strong. They confirmed that they did not feel that at 2.4v, and that they felt comfortable stim at 2.4v. They reported that this was the first day that stim increased on its own and they felt the jolt. The stated that they initially had stim set at 1.6v and said that the pain felt the same at 1.6v, but that they were still going through the healing process so it was kind of hard to tell. The patient reported that the hcp and nurses don't know what's going on and that they are having these symptoms. They confirmed that they have not had any recent trauma or falls. The patient will monitor symptoms and will follow up with their hcp at a scheduled appointment if they do not resolve. No further device issue alleged / identified. No further patient symptoms or complications were reported.